Manufacturer narrative:
The omnishunt valves were released to market in 1990. A review of the complaints database revealed only one other incident of a similar event. Since 1997, over 7000 omnishunt valves have been sold worldwide. This complication is known but is rare. Add'l info on pt's status and valve details were requested. The device is not expected to be returned for eval. An investigation has been initiated based upon the reported info .

Event description:
The distributor reported the query from albert luthuli hospital regarding an unusual shunt complication with omnishunt. A shunt was inserted in a baby with gross hydrocephalus, but on follow up not sure how long post-operation, the user facility scanned the pt and found that the shunt (peritoneal catheter, valve, ventricular catheter) has migrated intracranial, this situation was the first time that the neurosurgery team saw this complication. The user facility has requested any info that integra lifesciences has available regarding possible reasons of this occurrence. The shunt was secured on the ventricular side, and was inserted by a senior surgeon.